Manufacturer narrative:
The outer sheath of a 10x40mm precise pro rx stent could not retract and the stent could not be deployed. When the precise stent was taken out of the patient, a separation was observed on about 10cm from the middle of the delivery system of the outer sheath. The stent also pre-maturely deployed. An 8x40 precise pro stent was used instead and the procedure was successfully completed. The target lesion was the right carotid artery. The lesion was mildly calcified and not tortuous. The rate of stenosis was 99%. A guiding sheath was inserted from the right femoral artery, and an embolic protection was delivered to the distal portion of the lesion. A balloon was inflated. An ivus measurement showed that the distal portion of carotid artery was 5.9mm, and the common carotid artery was 8.9mm. A 10x40mm precise pro stent was delivered to the lesion. While trying to deploy the stent was deployed instead and a post dilatation was performed with a balloon. The physician commented that he did not feel any resistances or impact of a separation. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to us. The stent delivery system did pass through any acute bends. There was difficulty encountered while advancing/tracking the sds towards the lesion and unusual force was used during the procedure. The user maintained a fixed inner shaft position during deployment and the stent pre-maturely deployed. The device was returned for analysis. One non sterile unit precise pro rx us carotid system was returned. Per visual analysis the outer member was noted to be separated at 11.5cm from distal tip. A kink was noted at 21.7cm from the distal tip. The stent had not been deployed. Dried blood saturation was noted on the entire device. Per dimensional analysis the ID/od from the outer member was measured adjacent to the separated area and was found to be within specification. Functional analysis could not be performed due to the condition of the returned device (outer member separated). The stent could not be deployed due to blood saturation noted on the entire device. Per microscopic analysis a frayed condition was noted on the tip end. The outer member was noted to be separated and torn. Per sem analysis the separated sections of the outer member showed elongations. The elongations revealed evidence of a plastic deformation caused by an application of a tension force that likely induced the separation. The analysis also revealed evidence of elongations and ragged edges at the surrounding areas of the frayed/split condition found on the tip. Elongations and ragged edges can suggest an application of stress that exceeds the material yield strength and are common characteristics of pieces which were stretched/ pulled until separation. No other issues were found during sem analysis. A device history record (DHR) review of lot 17487240 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)/ deployment difficulty-premature deployment (carotid)¿ and ¿stent delivery system (sds)/ deployment difficulty-unable¿ were confirmed through analysis of the returned non-deployed device. The reported ¿outer sheath/ separated-in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (mild calcification and a rate of stenosis of 99%) in addition to procedural and handling factors may have contributed to the event as evidenced by elongations and plastic deformations noted on the outer sheath during analysis which are indicative of excessive force being applied to the device. According to the instructions for use ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant devices: guiding sheath (6f 90cm destination, terumo), embolic protection (filter wire ez, boston scientific), balloon (3mm*2cm sterling, boston scientific). (B)(6). This device is available for analysis but the engineering report is not yet available. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, the outer sheath of a 10x40mm precise pro rx stent could not retract and the stent could not be deployed. When the precise stent was taken out of the patient, a separation was observed on about 10cm from the middle of the delivery system of the outer sheath. The stent also pre-maturely deployed. An 8x40 precise pro stent was used instead and the procedure was successfully completed. There was no reported patient injury and the device will be returned for analysis. The target lesion was the right carotid artery. The lesion was mildly calcified and not tortuous. The rate of stenosis was 99%. A guiding sheath (6f 90cm destination, terumo) was inserted from the right femoral artery, and an embolic protection (filter wire ez, boston scientific) was delivered to the distal portion of the lesion. A balloon (3mmx2cm sterling, boston scientific) was inflated. An ivus measurement showed that the distal portion of carotid artery was 5.9mm, and the common carotid artery was 8.9mm. A 10x40mm precise pro stent was delivered to the lesion. While trying to deploy the stent was deployed instead and a post dilatation was performed with a balloon (5mmx2cm aviator, cordis). The physician commented that he did not feel any resistances or impact of a separation. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to us. The stent delivery system did pass through any acute bends. There was difficulty encountered while advancing/tracking the sds towards the lesion and unusual force was used during the procedure. The user maintained a fixed inner shaft position during deployment and the stent pre-maturely deployed.